Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on a clinical report from the primary investigation site in early-(B)(6) 2018. The patient was presented to the clinic for a one-week post-implant check. An inspection of the xiphoid incision site identified no redness, drainage or swelling. The incision glue was intact. The left lateral incision was swollen associated with light redness along the incision line. There was no drainage and the patient had no fever or chills. The available information suggests that this device remains in-service.